Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Impella placement was attempted, but vessel size was too small and case was aborted.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella placement was attempted, but the patient¿s vessel size was too small, and the case was aborted.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The medical center did not return the impella device. The root cause of the delivery issue was patient condition related. H.10 investigation was completed at the time the manufacturer device report (MDR) was submitted. The root cause was missing from the additional manufacturer narrative on the original MDR. This information has been inserted into h.10.